Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:50:45. During night drain cycle six, the patient's ultrafiltration reading was 1876ml, indicating the home patient drained 1876ml more than their maximum programmed fill volume of 1600ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.